Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with creases and light yellowing. The device weighed 413.1 grams. No additional observations. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 4 and bilateral malposition, left-side. Date of event for malposition: 11/25/2025.